Manufacturer narrative:
Correction in regulatory report 001. Device code (B)(4) does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4) found that the ins was functionally okay with insignificant anomalies. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. The ins was able to recharge normally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that for 8 years, the therapy worked fine; not great, but fine. There had been issues with the device since implant. The patient then noticed that it took a long time to charge, so they went to the health care provider and the health care provider changed the whole system. The manufacturer representative noted that the device was removed for normal battery depletion. The patient recovered without sequela. No further complications were reported or anticipated.